Event description:
It was reported that, "adm cup dislodged from acetabulum. Pt was dropped on low chair and felt a pop followed by pain."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.